Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the customer's sensor had inaccurate readings that triggered threshold suspend alarm. The customer's blood glucose was 93 mg/dl and the sensor glucose was 47 mg/dl at the time of the incident. Troubleshooting was performed and customer's parent was advised that the sensor glucose and blood glucose readings will be close but rarely match due to how glucose travels in the body. The customer's parent was informed that their blood glucose and sensor glucose levels were not in acceptable range. The customer's parent was advised that sensor is being replaced. The sensor will be returned for analysis.